Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Root cause: defective esm board. Correction: replaced esm board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Root cause: defective esm board. Correction: replaced esm board.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.